Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer stated that they had three events within the last month where blood glucose level was in the 400 mg/dl range. The customer stated that one of the times, the insulin pump alarmed no delivery and they found the tubing was occluded. Blood glucose at the time of the call was 208 mg/dl. No issues were found during troubleshooting. The customer requested the insulin pump to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.